Manufacturer narrative:
Model number/catalog number: sc-2366-70, serial number: (B)(4), batch/lot number: 5136415/5136494, model/catalog description: linear 3-6 lead 70 cm. Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 347731, model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were kept by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is only further relevant information from that review, a supplemented medwatch will be filed.

Event description:
A report was received that the patient was found to have a clear and purulent discharges at the lead incision site. The patient had a wound debridement and underwent an explant procedure.